Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at rated burst pressure for 30 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed another of same device. No complications nor injuries were reported, and the patient condition was good post procedure.